Event description:
Patient was presented in ER for syncope episode. Insulation abrasion via fluoroscopy and noise were reported. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pin measuring 14.6cm from the connector pin was returned for analysis. External insulation abrasion was noted at 12.7-13.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.